Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure a low value was noted. Lens remains implanted. Reporter states " the patient is followed closely without any intervention present". If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).